Event description:
It was reported that during use a leak from the side cannula to the insertion point was noticed, in less than one day. This incident concerns 10 samples. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.